Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire broke. A portion of the sensor was attached to the sensor pod and the other portion remained in the patient's skin. The patient's father removed the broken sensor wire from the patient without issue. The sensor was inserted at the abdomen on (B)(4) 2015. No additional event or patient information is available.